Manufacturer narrative:
This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
Two veran representatives were on-site when they called in the following event to veran customer support (vsupport). A new navigation system was taking them straight to the bios page upon powering on. They worked with veran operations and engineers who determined the power cord was likely disconnected inside the central processing unit (cpu). There was no reported patient or procedure impact or involvement. The specific model is not known. There are two possible models: sys-3000: ig4 system, 120v, 60hz. UDI = (B)(4). Sys-4000: spin thoracic navigation system, 120v, 60hz. UDI = (B)(4).